Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The status of the programmer is unknown. No patient complications have been reported as a result of this event. It was further reported via follow up that after the programmer was turned on there was a burning smell and the programmer could not be started again. The programmer was returned for service.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not turn on. It was noted that the power supply was defective and the latch of the cable bay was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and systems tests.